Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery reamer/drill device was sticky. It was determined that the device was extremely dirty (foreign substance/debris/cleaning/sterilization) and would not run. It was further observed that the device had a component damage and was unable to be assembled. It was further determined that the device failed pretest for check power with power test bench, check function of device, check for sticky trigger, check cannulation and general condition. It was noted in the service order that the device was not working properly prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.